Manufacturer narrative:
Product analysis: as found condition: the concerto pusher was returned for analysis within a shipping box; within a resealable plastic biohazard pouch and within an opened concerto outer carton. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken at ~38.2cm from the distal end. The proximal segment was not returned for analysis. The pusher was found kinked at ~36.2cm from the distal end. The coin and release wire were found fully retracted out of the pusher/lumen stop and not returned for analysis. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Testing/analysis: the concerto device could not be used for resistance testing due to the damaged condition and the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned concerto pusher was found damaged/broken. It is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The break and subsequent retraction of the release wire/coin would have detached the implant coil as designed by the detachment subassemblies. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two concerto coils became stuck in the catheter. The specific location within the catheter where the resistance was encountered is unknown, and it is not specified whether the catheter or coils were damaged. No patient complications have been reported as a result of this event. Additional information received reported that it was unknown what catheter was used, but it was not a medtronic device.